Manufacturer narrative:
Controller was not implanted. Ventricular assist device (vad) was implanted on (B)(6) 2014. The controller fails visual inspection as the ps1 port connector was slightly loose. However functional testing was still possible. The port could still transfer electrical signal to the controller via battery and or ac power source. It is likely that the loose connection was as a result of a loose bolt. The heartware vad is used for treatment not diagnosis. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed during testing; a loose power port connector was observed. Analysis of the device revealed that the device failed to meet specifications; the controller failed visual examination due to a loose power port one connector. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be attributed to a loose connector bolt. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. When pushing the connector onto the controller the white arrow will shift slightly. Correct locking position - white arrow aligned with white dot on controller. Do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the staff noted a crack in port 1 when inspecting equipment. There was no effect on the patient. The pump remains implanted. It was reported that the controller was returned and was received by the manufacturer for evaluation on 04/17/2015.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.